Event description:
The device was returned for evaluation. Per evaluation of the device, the delivery system balloon burst rather than leaked.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Based on additional evaluation of the device, the delivery system balloon burst rather than leaked. Sections b5, g6, h2, h6 (device code, type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 26mm commander delivery system was returned for evaluation locked between default and warning position with 50% flex and 50% fine adjust. The full loader assembly was over the flex shaft. The inflation device was attached with approximately 2ml residual fluid. The stylet was inserted through nosecone. The returned delivery system was visually evaluated, and it was observed that the balloon was burst longitudinally and radially. Due to the nature of this complaint, functional testing was not performed on the returned device. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed. Available information suggests patient factors (calcification) likely contributed to the event as provided imagery revealed the presence of calcification in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve with the commander delivery system, the delivery system balloon exhibited a leak upon full expansion of the valve during deployment, due to calcium interaction. There was no difficulty in valve alignment. The valve was successfully implanted in 80/20 position with no central leak or paravalvular leak observed. No post dilation was performed. The balloon was deflated and removed from the body through the esheath. There was no difficulty withdrawing the delivery system. Per report, upon inspection of the balloon once removed from the body a very small hole was observed toward the proximal portion of the balloon that would be located aortically in the patient. Minimal blood was seen in the syringe. The calcification of annulus/leaflets was moderate. The annulus was measured at 546 mm. The degree of tortuosity was mild. The minimum luminal diameter was 7.8mm.